Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was grayed out. A technical support specialist troubleshot the device and dialed into qcpyeswap001, logged into pyxis enterprise server (pes), identified temporary patient records without medical record number (mrn) and visit identifier (ID), advised customer to recreate patient and check error details; customer confirmed issue resolved, case closed. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication was grayed out on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.